Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It has been reported that there was a revision surgery in 2016 due to the loosening of the femoral component following vega total knee arthroplasty procedure. Detailed information was not provided of the exact date of the initial surgery in 2012 or the item numbers of the implanted devices.

Manufacturer narrative:
Investigation based on the current available information it is not possible to carry-out an investigation. Conclusion and root cause based on the available information it is not possible to determine the cause of all of these loosenings. Corrective action according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.